Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed no evidence of rupture on the reservoir. The reservoir was found to be completely intact. The reported condition was not confirmed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a single day infusor burst during filling. There was no patient involvement. No additional information is available.